Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: ra was using micro-introducer kit for access. While trying to pull the wire back the wire became unraveled. After imaging to visualize the wire, they noticed a piece of the wire had broken off and was coiled up in the pelvis. They tried to retrieve it but were not successful. They kept the patient overnight and brought her back in the am and the wire was still in the same spot, so they left it. Additional information from medwatch (mw5106518) was received on 01-feb-2022: while inserting micro puncture needle and wire, wire would not advance. Attempt to pull back wire through needle but appeared to be stuck, attempt again, and wire removed but became unraveled with small portion remaining in patient. FDA safety report ID# (B)(4).

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed by the supplier and no related non-conformances were found. The event description states micro-puncture kit was used for access. The wire became unraveled when pulled back. A piece of the wire broke off and coiled up in the pelvis. It is unknown how much of the wire separated and/or if any other damages were present along the shaft of the wire. Additional information was requested from the account. A response was received. The access vessel was right femoral artery. No scar tissue or calcium noted. A piece of the tip of the wire broke off. The tip could not be retrieved even with additional intervention using snare. The physician decided to leave the tip in the pelvis. The account stated that the wire issue is likely caused by the needle, as it was manipulated a lot to advance up the rfa. Per IFU, it states the following warning and precaution: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. It is likely that the wire interacted with the needle and unraveled when operated against resistance. Subsequently, leading to tip being separated. Based on the information, the most likely root cause of the issue is user error.